Manufacturer narrative:
(B)(4). The analysis results found that only the sleeve assembly from a b12lt device was returned. Upon visual inspection, it was observed that the sleeve was broken on the smooth area extending to the threaded area. A possible cause for this damage may be excessive external load placed on the sleeve during its manipulation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a robotic prostatectomy procedure, the device had a crack that was not noticed until during the procedure. It is unknown if the case was completed with this device. There were no patient consequences reported.